Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that, almost 2 months after the dental implant was installed in intraoral region #5, its non-osseointegration was observed. The implant was immediately installed after tooth removal and immediate load was performed. The patient presented bone type iii.